Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt had a problem with recharging their device. The icon for antenna too hot was seen during recharging. The recharger was showing 75% full when recharging while the pt programmer showed 25% full. Subsequent info indicated that the pt had pain at the device pocket site while recharging. The pt had tried using thin clothing between the antenna and skin which did not resolve the issue. Also tried spacers during recharging which did not help and caused add'l coupling errors. The neurostimulator was loose and tilted in the pocket. There was no bodily reaction of the pt to the recharging reported. The pt subsequently had the device explanted because of discomfort at the device site. Add'l info was requested.